Event description:
It was reported that the customer's infusion set was stuck inside of the serter. The customer's blood glucose was 447 mg/dl. The customer treated his blood glucose with a manual injection. Troubleshooting was done. The customer stated that the tape kept sticking to the side of the serter. Advised customer of the proper method to clean the serter. Advised that a replacement serter would be sent. The customer also experienced blood at the insertion site when removing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.